Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed prime alarm. Insulin squirted out during the manual prime process. The drive support cap is loose. The customer's blood glucose reading is 176 mg/dl. Advised customer that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with alarms during the basic occlusion test due to protruded/loose drive support disk. Also received with missing end cap sticker.